Manufacturer narrative:
(B)(4). The customer reported the device rebooted during a training session. There was no pt involvement. The device was sent to the philips for evaluation and the issue was not reproduced. However errors in the dump log are consistent with a processor pca malfunction. The processor pca was replaced to resolve the issue.

Event description:
The customer reported the device rebooted during a training session. There was no pt involvement.